Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a vessel dissection occurred. Vascular access was obtained via the right femoral artery. The target lesions were located in the diffuse superficial femoral artery (sfa) and the popliteal artery. A 6f non bsc introducer sheath was advanced across and over the iliac artery to the left superficial femoral artery (sfa). A non bsc guide wire was also advanced and crossed the target lesion. A pressure reading was performed with a non bsc device, 150mm hg was confirmed. Ivus was then performed and concentric calcification was confirmed. A 3.0 x 40/135 sterling mr balloon catheter was advanced and inflated in the sfa to popliteal artery 9 times to 6 to 10 atms. Dissection in the sfa was noted. The sterling mr balloon catheter was advanced to the dissection and inflated to 6 atms for 10 minutes. The patient condition did not improve. A pressure reading was performed with a non bsc device, 70mm hg was confirmed. Ivus performed and a low grade dissection was confirmed. For treatment a 6-100mm self expandable stent was implanted, and inflation with a sterling 3-40mm balloon was performed 3 times, 14atms each. The result was good. No further patient complications were reported and the patient's status is good.